Manufacturer narrative:
Additional information: d10, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the sample a leak was identified on the patient connector. During the visual inspection the second patient connector o-ring was found to be misassembled. The lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The event was confirmed during the physical evaluation and the cause was traced to manufacturing. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the top of the pin of the patient line where it connects to the catheter during drain 2 of pd treatment. The patient reported receiving air detected in cassette alarm during drain 2. The leak began during drain 2 of treatment. There was no fluid leak observed within the cycler. Upon follow up, the patient reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with unspecified prophylactic antibiotics for two days. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer.